Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, a white detergent solution was found the scope channel. The root cause could not be identified. According to the investigation the most likely cause could be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope air/water channel had a white detergent solution in the channel. There was no patient involvement.